Event description:
The user facility reported that during the preparation for use there was no power indication on the monitor. There was no patient or user injury reported.

Manufacturer narrative:
The monitor was returned to olympus for evaluation and service. The evaluation confirmed the user¿s report of no power indication due to a defective g1 board. The monitor was received with cracking on the bezel, scratches on the protective layer on bezel, damage to the rear panel from overheating. There were dead pixels found on the lcd and had enough pixel inside the scope of view that affects the visuals. The investigation is still ongoing, and this report will be updated if new and relevant information is received later.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the printed circuit board failure could not be determined. Olympus will continue to monitor field performance for this device.